Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 10 mg/dl. Customer was admitted to the hospital and treated with 28 glycogen and IV's. The customer was offered to troubleshoot for insulin pump and stated that she did it with healthcare provider and its been working fine.